Event description:
It was reported the valve trap was not completely isolated, which left an air bubble in the trap and in the tubing kit.

Manufacturer narrative:
Only the introducer from the kit was received for evaluation. The introducer's lumen contained clear fluid and small cracks were visible in the stopcock manifold. Visual inspection revealed no detectable defects in the sheath, the silicon hemostasis seal, or the side port connection. However, there were two hairline cracks visible in the stopcock manifold located at the top of the bottom of the proximal end of the side luer. A review of the device history record could not be completed as the batch number was unknown. In conclusion, visual and functional inspection revealed two separate leaks at the top and bottom of the stopcock's side luer. The leak was caused by cracks in the transparent body of the stopcock that allowed fluids or air to bypass when the side luer valve was blocked and main luer closed. A quality improvement project was initiated to address defects in the supplied stopcock assembly.